Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: esheath hub separated from sheath shaft. Liner fully expanded as designed and tip unopened. Adhesive present along the inner circumference of the sheath housing hub. No hdpe nor strain relief material were present within sheath hub. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of system component separation during use was confirmed based on evaluation of the returned device and provided imagery. Review of the device history record, lot history, and manufacturing mitigations/controls showed no indication of a specific non-conformance contributing to the reported complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''when the delivery system was being advanced through the esheath+, a noise was heard, and it was observed that the sheath shaft was separated from the hub''. Per evaluation of the returned device, the sheath hub was received separated from the sheath shaft. The observed failure mode is similar to the previously identified failure documented and assessed in a product risk assessment (pra). While a definite root cause and relation to specific manufacturing factors is unknown at this time, root cause identification will be further investigated in a CAPA. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. H6 - investigation findings: separation problem.

Event description:
Edwards received notification from our affiliate in poland. As reported, this was a case of an implant of a 29mm sapien 3 valve, in the aortic position by right transfemoral approach. When the delivery system was being advanced through the esheath+, a noise was heard, and it was observed that the sheath shaft was separated from the hub. The shaft slipped deep into the vessel and the patient presented significant and rapid blood loss. With the assistance of the vascular surgeons the procedure was converted to surgical and the device was removed, followed by the implantation of a reinforced patch and a drain was left in place. It was decided to use a whole new system, and the vessel was predilated to reduce the risk. After some issues for positioning the guidewire, a successful implantation was completed and the implant was successful. The patient was noted to be in stable condition after the procedure. As per provided imagery, the sheath shaft was separated from hub while delivery system was still inserted through sheath hub. As per pre-decontamination evaluation, one valve strut was bent and a delivery system balloon leak was noted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.